Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge, infusion tubing and site. The customer's blood glucose (bg) level was 489 mg/dl and a backup method was used to lower the bg level to 203 mg/dl. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.